Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) (via manufacture representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that a week before the report, the patient had severe pain at the implantable neurostimulator (ins) site with bloody drainage and it became gangrenous. Also, the patient had a fever. The healthcare professional (hcp) removed the implant and lead the day before the report. The device was cultured but the report hasn't been out. The reporter wanted to know if the device has to be returned to medtronic. The reporter was told since the hcp was certain there was no device issue, but rather the infection caused the removal, the device doesn't need to be returned. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.